Event description:
While performing preventive maintenance, the custom ultrasonic svc technician noticed the ultrasonic generator was not functioning.

Manufacturer narrative:
There are no reported injuries associated with this incident. Investigation eval: the reported symptom was attributed to a shorted diode within the bridge rectifier, brd1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board inoperable. During the site visit, the cu tech conducted training with the customer on the procedure outlined in technical bulletin tb-2013-004 for the verification of ultrasonics activity. The biomed was also provided a copy of the technical bulletin. The customer was also informed that this procedure should be carried out every morning prior to the processing of any scopes. Given the nature of endoscope pre-processing and high level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result in an endoscope that has had its bio burden reduced to an acceptable level. Pre-processing and processing without the ultrasonics still results in the removal of detritus. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any add'l risks.